Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call high blood glucose and issues with the insulin pump. Customer's blood glucose level was 655 mg/dl. Customer experienced diabetic ketoacidosis, rapid breathing, vomiting, fruity breath and treated their high blood glucose via insulin pump. Customer changed their site and realized they had a bent cannula. Customer's mother was worried that the device did not alarm no delivery. Customer was advised a tubing clamp would be sent out in order to perform the high pressure test. Customer was advised to change out their entire set, reservoir, insulin and treat their high blood glucose per healthcare provider's instructions.